Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, depression, anxiety since 2016, insomnia since 2016, migraine since 2010 and dysfunctional uterine bleeding. Concomitant products included citalopram hydrobromide (celexa) since 2010, hydrochlorothiazide since 2015, losartan since 2014, medroxyprogesterone (depo provera) from (B)(6) 2009 to (B)(6) 2009, paroxetine hydrochloride (paxil) since 2010 and sumatriptan (imitrex) since 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("pain abdominal"). On (B)(6) 2010, 9 months 9 days after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced rash ("rash / skin rash") and dermatitis contact ("allergic to something I was coming in contact with"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with corticosteroids and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, rash and menorrhagia had resolved, the vaginal haemorrhage, dermatitis contact, migraine, headache, dysmenorrhoea, abdominal pain and abdominal pain lower outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, dermatitis contact, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter added, lab data added, events added as:- abnormal bleeding (vaginal, menorrhagia), heavy bleeding, rashes or skin conditions type: skin rash / allergic to something I was coming in contact with. I no longer have them or have to get steroid shots, migraines / headaches, dysmenorrhea (cramping), pain, fatigue. Treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("rash"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.